Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components will not be returned per facility protocol.

Manufacturer narrative:
B3: exact date unknown, event occurred about a year ago from date manufacturer was made aware. D6b: explant date: (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7072379/7072413.